Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain, non-malignant pain, and sd/causalgia, complex regional pain syndrome. It was reported that the patient's current pump was refilled a little over a week ago but they were moving to arizona around 2024-apr-20 and needed help finding a new doctor. While on call, it was reported their pump ran out of medication many many years ago (serial number not reported) and 'I know how sick I got and I don't want that to happen again. It was horrible.' When agent attempted to inquire event date, the patient stated their doctor at the time did not realize the alarm was going off because it was so faint that they could not hear it, and then stated around 1996.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that it was unknown when the empty pump and alarm not being heard was first observed.